Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: after loading to idrive, opening and closing of jaws were tested properly, but it was unable to fire. Another was used to complete the procedure. No patient harm. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding. No reinforcement material used.

Manufacturer narrative:
(B)(4).